Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed, and the complaint was confirmed by failure analysis. The clip applier instrument failed the clip test due to misapplication of the clip. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument was able to retain the clip through engagement but could not release the clip as commanded. Additional observation(s) not reported by site failure analysis found the primary failure of the bent grip to be related to the customer reported complaint. The instrument was found to have a bent grip and the tip does not align with the other grip.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier would not clip the clips in place. It would freeze during surgery. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the robotics coordinator and obtained the following additional information: they looked at the instrument and everything was fine. The incident occurred when the surgeon attempted to clamp. There was incomplete closure of the clip. Then, when it did clip close, it would pop back open. Then, the whole arm froze and would not move. They used medium hem-o-lok clips. The issue occured on 1st application. They took it out several times and cleaned it and tried new clips, but it did not change anything. They got a new applier. They were using it on a bile duct for a gallbladder. Information regarding patient demographics, relevant testing, and medical history was requested, however the reporter was not able to provide that information.